Manufacturer narrative:
The reported fast fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Here were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, t1 was deployed but t2 was not advanced; therefore, it could not be deployed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts are free from the delivery needle. The actuator is in its t2 post deployment position indicating multiple trigger advancements took place. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The device was not returned in the reported condition of the complaint of t2 non-deployment. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.